Event description:
The customer contacted baxter's service center regarding a reload set 201 alarm, which occurred on the homechoice (hc) during priming. The technical service representative (tsr) had the home patient (hp) cycle the power and restart the priming. The hp then stated the cassette was leaking. The tsr had the hp discard the supplies. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp. The hp confirmed there was a leak coming from the cassette. The hp stated they did not notice any other defects with the supplies they were using that day. The hp stated that they had no injury or medical intervention from this incident. The hp stated they were able to continue once they started over with new supplies and have had no issues since the incident.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.